Event description:
A young tetrology of fallot patient with an existing surgically created atrial septal defect (asd) received a 16 mm amplatzer septal occluder (aso) after transesophageal echo measurement of 14 mm. There was no balloon sizing performed. Immediately after release, the aso embolized into the left atrium. Subsequently the aso migrated into the left ventricle and was later found in a stable position in the ascending aorta. After surgical removal of the aso the asd was surgically closed without any complications.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.